Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. (B)(4).

Event description:
A hospital director reported that approximately ten years following an intraocular lens (iol) implant procedure a patient reported blurred vision. The iol was noted to be calcified which caused the blurred vision. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.